Event description:
At about 2 months after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon preformed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 december 2022. Lot 186325: (B)(4) items manufactured and released on 09-oct-2018. Expiration date: 2023-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional component involved: ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 ø 28 size l +3.5 (k112115) lot 2005397: (B)(4) items manufactured and released on 02-sep-2020. Expiration date: 2025-08-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.